Event description:
Boston scientific has become aware of the following event: during flushing, leakage occurred at distal shaft of device. The catheter was returned to manufacturing site and the investigation was performed. The following was found during investigation. Bloodstain was observed inside of the distal tip assembly. A split open hole was observed in the distal sheath assembly at 2.4cm from distal tip end.

Manufacturer narrative:
Batch #8601539 was reported in the original complaint; however, a different batch number (#8653247) of the device was received for investigation. The DHR review and similar complaints part of the investigation is based on the updated, confirmed batch number. A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. No similar complaint by event description was found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The two flaps of hub rotator were damaged, but were able to connect into both mdu systems properly. A split open hole was observed in the distal sheath assembly at 2.4cm from distal tip end. The fluid was leaking at the open hole during flushing. During image characterization testing, good square image appeared in the systems and the product performed within specification. Rotator damage can be a function of the relative orientation of the shaft and the rotator. Certain orientations can cause rotator damage when connecting the catheter to the motor drive. Root cause for the hole(s) is undetermined. No immediate action/escalation is necessary based on the individual investigation findings. Imaging catheter damaged is a complaint that has been observed previously in the imaging catheter product line; both over time and identified within the same batches/lots. CAPA has been opened to further investigate, establish trending threshold limits and define any corrective or preventive actions which may be necessary to remediate complaints of this nature.